Manufacturer narrative:
(B)(4); the device was returned to the manufacturer for further evaluation. (B)(4).

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, there was a belt slip on the arterial roller pump. The perfusionist noticed the issue immediately hence incidents were prevented. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Clinical review on 5-oct-2016: per the perfusionist, the beltslip error occurred during prime and with the arterial pump. The pump was removed from service and replaced with a back-up roller pump. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
During laboratory analysis, the reported complaint was not duplicated. The product surveillance technician (pst) observed the pump to function properly when set to optimal occlusion setting. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.